Manufacturer narrative:
Additional info requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "reflux problems during surgery" (reflux with device). The nurse reported, the system reflux is not working when the footswitch is depressed. A posterior capsule tear occurred. The surgeon was able to complete the case. The surgeon stated, the pt is doing well.